Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter with an unknown serial number when compared to a laboratory result using the stago neoptimal method. The meter result was 5.9 inr and in less than 3 hours the laboratory result was 4.1 inr. On 28-jan-2020 the meter result was 5.6 inr and in less than 3 hours the laboratory result was 4.0 inr. The patients therapeutic range is 3.0-4.0 inr.